Event description:
The pacemaker involved in this report was implanted on (B)(6) 2009. Reportedly, a printout was received from the tech showing a single episode of ventricular oversensing (8hz signal triggering v pacing inhibition) labeled as a "v burst". The pacemaker was programmed in safer mode, and the sensor was set to "learn". There was only one episode recorded in the implant memories; the tech would like to know the origin of this 125ms period noise sequence, and is concerned because the noise signal inhibits the v pacing.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.